Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant attempt that the left ventricular (lv) lead dislodged while trying to position it through a tortuous coronary sinus. Another lead was used. The patient was not identified. No patient complications have been reported as a result of this event.